Event description:
The pt called lfs alleging that their one touch basic enhanced meter was prompting the clean test area message. The pt neither alleged harm nor experienced injury or medical intervention. The customer service rep discovered that the pt was using the correct testing techniques, cleaning the meter correctly, and had replaced the battery less than 1 year ago. The meter was replaced due to the unresolved message prompt. There is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.